Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported incident can be possibly attributed to use error. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Furthermore, the fbf instrument involved in this incident was used in a subsequent procedure. No images or video recordings are available for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon accidentally applied energy (hit the wrong foot pedal on the ssc) to the patient's bowel. As a result, the bowel injury was sutured over as a precaution. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon accidentally applied energy (hit the wrong foot pedal on the surgeon side console (ssc)) to the patient's bowel. As a result, although a colorectal surgeon advised the surgeon that the bowel injury was minor, the burn site was sutured over as a precaution. Intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and obtained the following information regarding the reported event: the cta was present during the procedure and discussed the event with the surgeon after the procedure. The fenestrated bipolar forceps (fbf) instrument was on the left arm retracting the bowel, and the vessel sealer extend (vse) instrument was installed on the right arm for adhesiolysis. A few minutes into the procedure, the surgeon wanted to activate the vse instrument on the right arm for the adhesions; however, the surgeon pressed the left blue pedal for a ¿fraction of a second¿ instead of the right blue pedal. He realized the incorrect pedal press and immediately took his foot off the pedal; however, energy was applied to the bowel by the fbf instrument. As a result, the bowel looked slightly blanched in the shape of the jaws of the fbf instrument. The console surgeon asked a colorectal surgeon on call to evaluate the bowel injury. The colorectal surgeon determined that the burn was very superficial and decided there was no need for a bowel resection. As a precaution, a few sutures were placed on the section of the bowel that was blanched. The surgery was completed with no further issues, and the surgeon used the fbf instrument for the remainder of the procedure. There was no allegation of an isi instrument or system malfunctioning. The patient is reported to be recovering well with no post-operative complications. There is no video recording of the procedure.